Event description:
A patient in a study (ion registry) underwent an ion lung biopsy of one lesion. Eight days later, the patient was admitted to the emergency department for observation with complaints of weakness, fatigue, lightheadedness, exertional dyspnea, and black tarry stool. Testing showed a brain natriuretic peptide (bnp) 211, a troponin <6, a normal chest x-ray (cxr), and an echo with ejection fraction (ef) 65%. Orthostatic blood pressures were negative for hypotension; heart rate increased from 96 to 115. Fecal occult blood test (fobt) was negative and hemoglobin was stable. Treatment consisted of intravenous (IV) fluid administration. It was reported that the melena was likely due to iron supplementation, but no definitive cause for the event has been identified. The patient improved and was discharged the next day. The target lesion measured 24 x 21 x 33 mm; the nearest pleura was 0 mm and the distance from nearest major blood vessel was 25 mm. Tools used were 23g flexision needle and cryoprobe - 1.1 mm. The procedure time was 25 minutes and was completed as planned with ion; there were no device malfunctions reported. Pathology results for the lesion are not available. The study investigator reported the event as not related to the ion system and not related to the ion procedure.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Review of the available logs did not find any errors that are relevant to the reported event.